Manufacturer narrative:
Batch review performed on 03 november 2020: lot 188195: (B)(4) items manufactured and released on 21-dec-2018. Expiration date: 2023-12-06. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional devices involved: batch review performed on 03 november 2020: gmk-sphere 02.07.1202l tibial tray fixed cemented size 2 l (k090988) lot 1902670: (B)(4) items manufactured and released on 25-jul-2019. Expiration date: 2024-07-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk-sphere 02.12.0210fl tibial insert fixed sphere flex #2/10 mm l (k121416) lot 1902467: (B)(4) items manufactured and released on 06-jun-2019. Expiration date: 2024-05-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Primary surgery was performed on (B)(6) 2019. When the patient came to the hospital on (B)(6) 2020, the surgeon discovered the infection. The surgeon once removed the implants from the patient's body and inserted the cement mold spacer on (B)(6) 2020. Revision surgery will be planned with the competitor's device after the following up.